Event description:
It was reported that right ventricular (rv) pacing lead perforated the patient's cardiac tissue. The patient had chest discomfort but was not an acute emergency. The lead was explanted and replaced. It was also reported that during the procedure to remove the rv lead, the atrial lead dislodged and it was therefore removed and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The proximal conductor was distorted and had blood, the outer insulation breached cut, and blood found on the helix. The full lead was returned and analyzed. (B)(4) no anomalies found. The proximal conductor and helix had blood, outer insulation breached cut. The full lead was returned and analyzed.